Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Customer problem was duplicated. An error code in the device information folder. The root cause of the reported issue was found to be a defective optical switch. Actions were taken to mitigate the reported issue: replaced the optical switch.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622 alarm twice over a course of three hours. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).